Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location with the use of an amia cassette. The amia device alarmed "water leakage". It was further reported that the heater bag was wet. This was noticed during setup of the device. The home patient (hp) was not connected but the cassette was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.